Manufacturer narrative:
One opened/used reservoir was inspected and no anomalies were noted. Occlusion test was performed and it was determined the reservoir was not occluded.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 113 mg/dl. Customer reported that they are unable to troubleshoot at the time of the call. Customer stated that she changed her set and the needle was hurting. Customer stated that the needle shows insulin was going in. Customer had already gotten her insulin for the morning, but about 5-10 minutes later, she received a no delivery alarm. Customer's blood glucose level was 113 mg/dl. Customer received a no delivery alarm after she programmed a bolus. Customer has already changed their set. Infusion set and reservoir will be replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.